Event description:
It was reported that the customer went to program a bolus and the numbers on the insulin pump kept going and would not stop. The customer reportedly removed the battery, received a weak battery alert and then a button error alarm. The customer was advised that a button may have been stuck. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No unexpected weak battery alarms were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No anomaly involving the display ramping on its own was noted. The insulin pump was received with cracked case at display window corners, minor scratches on the lcd window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.